Event description:
It was reported that during a diagnostic lap right hemicolectomy, the device locked closed and they could not get it to open. They pulled off of the tissue, it caused a bleeder. There was no intervention required for the pt. They used another like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticiapted, but unavailable at this time.